Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, customer changed cartridge to resolve the issue. Additionally, it was reported that an occlusion alarm occurred. Reportedly, pump supplies were changed to address the issue. Reportedly, customer reverted to manual injections for insulin therapy. Customer's blood glucose was 187 mg/dl.